Manufacturer narrative:
This is 2 of 2 report h3 other text : the device is not available to the manufacturer.

Event description:
In a retrospective study aimed to investigate the safety, feasibility and efficacy exhibited by neuroform atlas stent nas in treating unruptured aneurysms at the middle cerebral artery mca bifurcation, subject microcatheter was used to deliver the stent. Patients were placed on dual antiplatelet therapy as per the protocol. ¿half-release¿ technique was used to release the stent while packing the coil. 1/42 patient developed intraoperative thrombosis, which disappeared after tirofiban bolus injection. The patient with intraoperative thrombosis had mild right extremity dysfunction at discharge with an mrs score of 1. Mrs at last clinical follow up was 0. Multiple devices were used in this patient and there was no definitive evidence in the article to conclude or deny that the adverse event was related to the subject device. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints, if any.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The patient developed intraoperative thrombosis, which disappeared after tirofiban bolus injection. Subject microcatheter was used to deliver the stent. The patient with intraoperative thrombosis had mild right extremity dysfunction at discharge with an mrs modified rankin score of 1. Mrs at last clinical follow up was 0. The device was not returned. An assignable cause of anticipated procedural complication will be assigned to the reported event as the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
In a retrospective study aimed to investigate the safety, feasibility and efficacy exhibited by neuroform atlas stent nas in treating unruptured aneurysms at the middle cerebral artery mca bifurcation, subject microcatheter was used to deliver the stent. Patients were placed on dual antiplatelet therapy as per the protocol. ¿half-release¿ technique was used to release the stent while packing the coil. 1/42 patient developed intraoperative thrombosis, which disappeared after tirofiban bolus injection. The patient with intraoperative thrombosis had mild right extremity dysfunction at discharge with an mrs score of 1. Mrs at last clinical follow up was 0. Multiple devices were used in this patient and there was no definitive evidence in the article to conclude or deny that the adverse event was related to the subject device. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints, if any.